Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone. When inserting the crown and tightening the screw the implant has loosened.